Event description:
It was reported that on the colonovideoscope the water could not be pumped the facility speculated that there was foreign matter in the piping may have risen to the auxiliary water supply and formed a lump, causing a blockage. The issue occurred during preparation for use in an unknown diagnostic procedure which was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the reported event was confirmed. However, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. In addition, the following reportable malfunctions was found during the device evaluation: the nozzle has been clogged with a unspecified foreign material. Based on the results of the investigation, a definitive root cause could not be determined since olympus could not confirm how the reprocessing has been implemented due to no obtained information, and it was confirmed that the section of the device with the foreign material remained had no deformation (no physical damage). The event can be detected and prevented by handling the device in accordance with the following instructions for use: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device."

Event description:
In addition to the customer reported malfunction, it was observed that during the device inspection, the colonovideoscope exhibited nozzle clogged with foreign material. There were no reports of patient involvement.